Event description:
It was reported the patient presented for a generator exchange. Prior to procedure, it was noted there was noise on the atrial channel. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No changes or interventions were reported on the atrial lead. The patient condition was unknown.